Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under (B)(4). The device evaluation details. The device was returned to johnson & johnson medtech for evaluation on 09-jun-2025. Visual inspection and deflection test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separated condition from the tip to the shaft; however, residues of polyurethane (pu) were observed and stress marks, evidence of excessive force was used. It was also found the peek housing cracked, leaving exposed components. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the tip separated and the peek housing cracked could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of ¿a separated condition from the tip to the shaft; residues of polyurethane (pu) were observed and stress marks¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿the peek housing cracked, leaving exposed components¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separated condition from the tip to the shaft and the peek housing cracked, leaving exposed components. Deflection issue. During the procedure, catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-jun-2025, observed a separated condition from the tip to the shaft, however, residues of polyurethane (pu) were observed and stress marks. Also, found the peek housing cracked, leaving exposed components. The event was originally considered non-reportable, however, bwi became aware of a separated condition from the tip to the shaft and the peek housing cracked, leaving exposed components on 17-jun-2025 and have assessed this returned condition as reportable.